Event description:
Needle did not retract during the administration of medication. Even tried forcefully pushing it in after returning to med room. Similar problems have occurred two times previously.

Event description:
Needle did not retract during the administration of medication. Even tried forcefully pushing it in after returning to med room. Similar problems have occurred two times previously.